Event description:
It was reported that the patient received inappropriate shocks due to poor sensing and was unable to pace after repositioning. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.